Event description:
It was reported that during insertion of the catheter over a spring wire guide, resistance was encountered while removing the spring wire guide. The spring wire guide separated and a small piece remained in the pt's skin. It was removed without any complications.

Event description:
During insertion of the catheter over a spring wire guide, resistance was encountered while removing the spring wire guide. The spring wire guide separated and a small piece remained in the patient's skin. It was removed without any complications.